Event description:
It was reported that during the implant attempt, the physician had difficulty connecting the right ventricular lead pace/sense portion into the header block. Measurements through the device showed high impedance and high threshold. The physician tried several times to re-engage the lead into the header. On the last attempt, the screwdriver would not engage into the header block at all. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. However, the set screw was damaged.